Event description:
It was reported that three months post implant a suprarenal aortic extension developed a proximal type I endoleak. The physician implanted an additional suprarenal aortic extension which successfully corrected the endoleak. It was reported the patient tolerated the secondary intervention well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device not returned hence no device evaluation performed. However, computed tomographic scans were reviewed by clinical representative and the endoleak type 1 was confirmed. No root cause of the event could be determined, and there is no indication that the device caused or contributed to the event. Endoleaks are a known risk of the procedure, as identified in the product labeling.